Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed. A field service engineer contacted the site and informed the user that the cubie pocket needed replacement. The system functioned as intended after the pharmacy repaired the device. E.1. Initial reporter state: (B)(6), initial reporter zip: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed drawer. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.